Event description:
Pfs and medical records received. Pfs now alleges high metal ions and leg length discrepancy. After review of the medical records for MDR reportability, the revision operative note indicated pin and synovitis. Lab results from (B)(6) 2013 indicated metal ions levels above 7 ppb. Clinic visits confirm leg length discrepancy. Part/lot being updated.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Litigation alleges the patient suffers from pain, discomfort, popping and whistling sounds, and difficulty ambulating.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.